Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, the review of the black box data and the continuous glucose monitoring (cgm) history showed evidence of ¿cs215¿ cgm failure warnings. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors or alarms occurred. The pump¿s cover was removed, an intermittent condition was found to the cgm module due a cold solder connection at the inter-board gold pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/13/2016. Investigation revealed a cracked battery compartment.